Event description:
It was reported that during a labrum refixation procedure using a speedlock implant with inserter handle, the implant would not detach from the inserter handle and had to be pulled out of the bone. It was necessary to drill a new bone hole and the procedure was completed using a backup implant. There were no significant delays or pt complications reported as a result of this event.